Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. There was no moisture damage found inside the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 514 mg/dl. Customer treated themselves with manual syringe. Troubleshooting for keypad anomaly was performed. Customer's mother advised there was moisture inside the display screen. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer was wearing the insulin pump inside their bra. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.